Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Part number 528235 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(4) staplers were taken from the current production from part number 528135 visistat 35r 6/box lot# 73f2300576 the staplers were functionally inspected and issue reported "failure to function - staple re-opens" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the stapler was used to apply staples to the patient. The surgeon observed that the staples re-opened and did not properly close. As a result, the procedure was finished with suture and thread. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the stapler was used to apply staples to the patient. The surgeon observed that the staples re-opened and did not properly close. As a result, the procedure was finished with suture and thread. The patient status is reported as "fine".